Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was disconnected tubing causing inadequate vessel wash. The instrument is now performing within specifications.

Event description:
A falsely elevated troponin I results were obtained on five patient samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to disconnected tubing.

Event description:
A falsely elevated troponin I results were obtained on five patient samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to disconnected tubing.

Event description:
A falsely elevated troponin I results were obtained on five patient samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to disconnected tubing.

Event description:
Falsely elevated troponin I results were obtained on five patient samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to disconnected tubing.

Event description:
A falsely elevated troponin I results were obtained on five patient samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate vessel wash due to disconnected tubing.